Event description:
Additional details from user facility: surgeon feels haptic bent during the folding process. The incision was enlarged in order to remove the lens and replace with another. Surgery time was lengthened.